Event description:
I have had eye irritation, and discharge and upon hearing about the complete moisture recall I went to see my eye dr. I have an infection and irritation in both eyes and I am using 2 drops one of which is medicated called vigamox to treat the infection. I will follow up with the dr to be sure that my eyes are healing properly.